Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical pump error on their insulin pump. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump errors and pump error 47 was present in history and trace files due to moisture damage on all electronic assemblies. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, moisture damage on motor assembly, corrosion on force sensor assembly and slight corrosion in battery tube assembly.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.